Manufacturer narrative:
Philips has investigated this complaint. The reported issue was mavic support arm covers and parts for the lead shield have come apart and is hanging down. Field service engineer (fse) inspected the system onsite and removed the broken mavig arm from ceiling mount. Fse replaced broken mavig arm with new one. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the elbow of the mavic support arm covers and parts for the lead shield has come apart and is hanging down enough to touch someone's head. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that elbow cover was broken. The broken cover has been re-secured and the system was returned to use in good working order.